Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)

Event description:
It was reported that a male patient underwent an ablation procedure for atrial fibrillation with a preface guiding sheath and suffered an air embolism/st-segment elevation (transient) requiring coronary angiography and MRI. After transseptal puncture, while advancing the smarttouch catheter near the left pulmonary veins, an st-segment elevation was detected. A coronary angiography revealed air in the right atrium, right ventricle, left atrium, left ventricle, pulmonary artery, and aorta. Air was successfully evacuated. The sheath and catheter were removed. A brain MRI revealed no abnormalities. The patient fully recovered with no residual effects. The customer reported flushing tubing prior to use. No bubbles were detected in the tubing set. No error codes were observed on the cool flow pump during the procedure. There is no information about the hospitalization. There were no complaints of malfunction of any biosense webster products. The physician's opinion regarding the cause of the adverse event was that it was not due to product malfunction, procedure, nor patient condition. The physician indicated that he did not know why or how the air was commingled.